Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since (B)(6) 2016 she stopped feeling stimulation and had a return of bladders symptoms. She tried to use her patient programmer (pp) to adjust settings, but saw a poor communication screen when she tried to adjust past 4.1v, and was not able to increase any higher. The patient then properly synced her device and was able to further increase stimulation. Additional information received from the patient reported that she increased to 5.1 volts a while ago, but could not get her programmer to register on (B)(6) 2016. She was having more leakage, it was not working for her bowels, and she did not feel like she was emptying her bladder since implant. She needed something for her bowels and was told by her healthcare provider (hcp) at the time of implant it may help with it, but she did not feel like it did. The number of pads she used and the frequency she had to use the bathroom was less, but it did not feel like she was emptying her bladder and thought she needed to call her hcp back and get medication to work with the device. The patient was getting poor communication and she did use an antenna. She confirmed the antenna was secure and tried to sync with the implant and was able to. She saw her settings were on program 1 at 5.2 volts, so increased to 5.4 volts and felt stimulation. She had forgotten how to use her programmer and was pushing all of the buttons, so just needed clarification on its use. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.